Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor, confirmed pairing, and then experienced signal loss to the ilet while the dexcom app continued to display glucose readings; the user reentered the pairing code, with dosing run mode guidance provided. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with relevance to the device¿s electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.